Event description:
New information reported that the lead was capped and replaced on (B)(6) 2015. The patient was noted to be in stable condition throughout the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, high impedance was observed on the right ventricular lead. An increase in capture threshold was also noted. A fracture was suspected. No patient symptoms were reported. Device reprogramming was performed.